Event description:
Customer reported that their acuity central station was rebooting repeatedly. Tech support was not able to assist the customer in restoring normal operation. This resulted in the loss of ability to monitor patients from the centralized location. Bedside monitoring would be unaffected. The customer reported that no patients were connected to the system at the time of reported failure.

Manufacturer narrative:
The cpu is obsolete and unrepairable. The customer will not be returning it for evaluation.